Event description:
It was reported that the patient was diagnosed with lumbar stenosis, herniated nucleus pulposus and mechanical back pain. On (B)(6) 2008, the patient underwent. Posterior lumbar decompressive, laminectomy with medial facetectomy and nerve root decompression and posterior fusion at l3, l4-5 and l5-s1 using 6.0x50mm moss-miami pedicle screw instrumentation. Transforaminal lumbar interbody fusion at l3-4 and l4-5 using 11nn carbon cages with rhbmp-2/acs, allograft and locally harvested bone for arthrodesis. On (B)(6) 2008, the patient presented for staple removal and complained of some swelling around his incision with increased activities. Medical records indicate pre-operative symptoms had improved. In 2010 the patient was implanted with a spinal cord stimulator. On (B)(6) 2011, the patient presented with chronic pain and was diagnosed with failed back syndrome and lumbar radiculopathy with spinal headache secondary to dural tear. He was treated with a left transforaminal nerve root block at l4-l5, l5-s1. On (B)(6) 2011, the patient presented with pain. The patient was treated with an epidural at l4-l5, l5-s1 (left side). On (B)(6) 2012, the patient presented with chronic pain (primary pain in lumbar area radiating down below buttock into hamstrings bilaterally), failed back syndrome, lumbar radiculopathy and burning pain in both feet. On (B)(6) 2012, the patient had his spinal cord stimulator adjusted. On (B)(6) 2012, the patient presented with axial low-back pain which is secondary to the spinal hardware. The pain is not neuropathic and can be accentuated with prolonged standing and walking. The patient was treated with vicodin. On (B)(6) 2012 the patient presented with chronic pain which per medical records was ¿mostly bony pain and arthritic pain". The patient¿s spinal cord stimulator was reprogrammed. On (B)(6) 2012, medical records noted that the patient¿s pain was decreasing and was attributed to arthritis and degeneration. On (B)(6) 2012, the patient presented with pain below the knees. The patient was treated with neurontin. On (B)(6) 2012, the patient presented with pain thought to be brought on by mowing the lawn. On (B)(6) 2012, the patient presented with weakness in his quad within the upper legs. Examination found significant atrophy with both hamstrings and quads. Physical therapy was prescribed. On (B)(6) 2012, the patient presented with pain with thoracic facet loading. The patient was kyphotic. The patient was treated with facet injection. On (B)(6) 2012, the patient presented with radicular pain over the sacrum into the buttocks and into the posterior thighs. Medical records indicated that the patient was neuropathic. On (B)(6) 2013, the patient was implanted with a peripheral trial stimulator in addition to his spinal cord stimulator. In (B)(6) 2013, the patient was implanted with a second permanent spinal cord stimulator. On (B)(6) 2013, the patient was experiencing pain. The patient was treated with a sacroiliac joint injection.

Manufacturer narrative:
Moss-miami pedicle screw instrumentation, carbon cage (implant: (B)(6) 2008). (B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.